Manufacturer narrative:
Device was not returned for evaluation. Root cause cannot be determined based on the information provided.

Event description:
Patients neck was swollen and he could not keep anything down. He was taken the hospital. He was diagnosed with diabetic ketoacidosis. Dates of hospitalization admitted (B)(6) 2018 to (B)(6) 2018. The swollen neck was from continuous vomiting blood. They found on an upper gi series that the patient had an bleeding ulcer and that is what caused the vomiting of blood. He also had a bad virus. Although he took additional insulin by syringe that day (amount unknown) bg continued to rise due to being sick as a result of the virus and bleeding ulcer.